Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced blurry vision post iol implantation. The lens was removed and replaced. There were no reports of any patient injury. The product was available for return. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review, the reported event was reassessed and updated as explant (4629) and the earlier event code for removal and replacement (4631) no longer applicable. Therefore, this follow-up #1 report is being submitted to provide the corrected data under MFR report number 3012236936-2025-0001901. The following sections have been updated accordingly: section h6: health effect - impact code: explant (4629). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.